Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes but, according to the reporter, the device emitted a connect electrodes alarm that could not be cleared. An AED at the scene was used to continue the code until a manual defibrillator arrived. The pt was transported to the hosp and their outcome is unknown.